Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedance measurements of 127 ohms. Technical services (ts) was consulted and upon review it was noted that the impedance trend has been around 100 ohms chronically, thus, it was recommended to increase the alert limit to 150 ohms and continue to monitor. No adverse patient effects were reported. This system remains in service.